Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device gives a therapy disabled alarms when powered on in AED mode. The customer is requesting that the device be returned for bench repair. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no patient involvement.